Event description:
It was reported that the driver is not able to turn the cutter knob to access the specimen during a breast biopsy. It was reported there was no success in completing the case. The case was completed with a second driver on 8/2001.